Manufacturer narrative:
The reported event of the quattro catheter (lot # 83193) was confirmed. A bonding leak was observed at distal end of medial 2 balloon during functional testing. The most probable causes for the reported complaint could be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at distal end of medial 2 balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot # 83193.

Event description:
As reported, during patient use, the quattro catheter (lot # 83193) was placed in patient's left femoral vein. After 24 hours of the catheter placement, the user noticed an empty saline bag and no leak was observed. The thermogard xp ivtm system generated "air trap" alarm and there were no fluid traces on the floor. Suspecting catheter leak. The "air trap" alarm was cleared and there were no further problems with the console after removing the quattro catheter, however, the ivtm treatment was discontinued. The current condition of the patient is stable. No patient consequence.